Event description:
The patient experienced no therapy benefit, and both shocking/jolting and burning sensation in the pocket site following a lead replacement. Impedance were measured at 1 volt and showed >4000 ohms on all unipolar pairs. Patient symptoms remained even after reprogramming was performed. There was no fall or trauma associated with the event. Further information was requested.

Manufacturer narrative:
(B)(4).